Manufacturer narrative:
(B)(4). Date sent: 12/07/2020. D4: batch # t5ea6a. F10/h6 - component code = electrical and magnetic g02. Device analysis: the analysis results found that the cdh25p device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples and the green check mark did not illuminate upon insertion of test battery, indicating that the device was not fired. Attempts to fire the device were also unsuccessful, confirming the experience. Upon disassembly, one of the traces on the flex circuit was found to be cracked which is determined to have caused the product experience. No conclusion could be reached as what may have caused the failure of the device, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic anterior resection, the device could not be fired. The indicator was in the middle within the green range. The battery was reinserted, but the issue did not improve. The device was used between the rectum and anus. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.